Event description:
It was reported that the distractor was not distracting on the right side and had to be explanted and the patient was revised with a new distractor. The patient underwent a curvilinear distraction procedure on an unknown date and upon follow up, the surgeon observed that the distractor was not distracting on the right side. The distractor was explanted on (B)(6) 2015 and a new one was implanted. The patient is reported to be doing well post-operatively. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date received by manufacturer (aware date) was jun 10, 2015 and was incorrectly reported on the initial medwatch report as jul 16, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Synthes was made aware of an unknown problem with the subject device on jun 10, 2015; however, it was initially reported to synthes that there was no patient involvement. Additional information was provided to synthes on jul 16, 2015 and reportability was re-evaluated. The event was determined to be reportable based on the additional information received on jul 16, 2015. Date of implant was not provided by reporter. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.